Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Event description:
The reporter reported the patient noted the insulin pump powered off with no display, and was vibrating. The patient replaced the battery to no avail. Troubleshooting revealed the battery cap is intact and secure and there was no damage seen to the pump. There was no adverse event associated with this issue.